Event description:
It was reported that this system exhibited an out of range shock impedance measurement of 128 ohms. No adverse patient effects were reported. This supplemental report is being filed to update the device conclusion codes and the additional manufacturing narrative. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product remains in service. This report will be re-evaluated if additional information is received.

Event description:
It was reported that this system exhibited an out of range shock impedance measurement of 128 ohms. No adverse patient effects were reported.